Event description:
It was reported that before a tka procedure, too much torque was put on the thumbscrews while assembling the handpiece (broke in half on the skinny portion of the screw). It was swapped for its backup to continue the procedure without delays. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio handpiece thumberscrew, part number pfsr100026, serial na and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The handpiece shaft is completely broken. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is improper handling of the handpiece on the field.. Care and caution should be exercised during the surgical site setup and tear down to protect the device cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.